Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The cable connections from the sensor interface board to the central processing unit were reset, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'invalid circuit module' and was unable to mechanically ventilate during pre-use checkout. There was no report of patient involvement.&#842;